Manufacturer narrative:
Siemens became aware of the reported issue on (B)(6) 2015. This MDR is being mailed on (B)(6) 2015. The investigation is ongoing and a supplemental report will be submitted upon completion.

Event description:
The customer informed siemens on (B)(6) 2015 that approx 14 to 19 pts were re-injected and rescanned due to scan aborts during cta and perfusion scans. There is no rep-ort of injury to pts.